Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose levels (300's mg/dl). The customer stated this was due to increased carbohydrate consumption and neglecting to bolus for their meals. The customer declined to provide additional information or troubleshoot with tandem technical support.